Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter; meter is functioning properly. Most likely underlying root cause of malfunction: user's test strips had a poor storage.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 140-180mg/dl fasting. Verified the strips expire 10/22/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Customer is concerned with all of the readings in the memory customer called concerned their meter is registering low result because they performed a blood test today (B)(6) 2016 at 11:15am and received a result of 70mg/dl fasting.